Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation or stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastroscope exhibited missing single component, paste-like, thixotropic adhesive on forceps cover, a dep cut on pink rubber and cracked adhesive on lenses. There was no patient involvement.